Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of unspecified tissue injury could not be determined. The reported unspecified tissue injury is listed in the mitraclip system instruction for use (IFU)) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report during clip deployment, a perforation on the leaflet was noted. It was reported that this was a mitraclip to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve without issue. The clip was placed with good mr reduction and leaflet insertion was double checked. However, then mr increased, and a perforation was noted on the posterior leaflet. Therefore, it was decided to remove the clip and abort the procedure. There were no clips implanted, mr remained at 4 and no treatment was performed. No additional information was provided.